Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing channel 3 of the device alarmed with an e321 (battery charger timeout) error code. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that chanel 3 of the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department for a report of channel 3-error code e321, battery charge timeout. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, channel 3 of the device alarmed with an e321 (battery charger timeout) error code. This error occurs when the battery cannot be fully charged within 8 hours. No additional info was provided.